Event description:
It was reported that electrogram strips from the implantable loop recorder (ilr) showed asystole episodes that were not real. It was further reported that there was noise observed. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).